Manufacturer narrative:
B3: the date was inadvertently omitted from the initial report. B5: additional information has been obtained and provided. H10: it is unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where the foreign material remained (lg-lens and a-rubber glue). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the lg-lens, a-rubber glue, and insertion section having foreign material could not be identified. However, it¿s likely the cause of the insertion section having foreign material is related to improper reprocessing caused by scratches on the insertion section. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. -IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
Per additional information obtained, the event occurred during preventative maintenance.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were found on the adhesive around the light guide lens, on the adhesive on the bending section cover and on the connecting tube. This occurrence was likely remains from a previous procedure. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the suction cylinder had no color. It was also observed that the grip was shaved. It was observed that the scope cover had a crack. It was also observed that the plug unit was damaged. It was observed that the light guide lens had a crack. Lastly, it was also observed that the plastic distal end cover had a scratch and a dent. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope bending section cover bonding was porous. Additionally, it was reported that the return angle in the right and left is not correct. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive around the light guide lens and on the adhesive of the bending section cover had foreign objects. Also, it was observed that the connecting tube had foreign objects. These findings are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.